Event description:
The manufacturer received information alleging a ventilation inoperative error code was found during preventative maintenance on a garbin evo device. The device was not in use on a patient at the time of the occurrence. The garbin evo was being evaluated at the third-party service center when the error code, communication failure between the therapy and user interface central processing units (e-0196), was discover on the device's error log. During the evaluation it was noted that the devices display printed circuit assembly (pca) had caused this error code to occur on the device. The third-party service technician found another error code, power v_bus dropped (e-0325) on the device's error log. The third-party service technician evaluated but was not able to determine the cause of the issue for this device. In conclusion, the device's display pca was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the in-line proximal filter was replaced for contamination unrelated to the reportable issue. The warning label was replaced for physical damage unrelated to the reportable issue. The air foam filter, muffler, and particulate filter were replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.